Event description:
Baxter received a maude report from global pharmacovigilance involving a colleague infusion pump that infused at a higher/faster rate than programmed. The rate was programmed for 10 hours, however, infused in 9 hours. The colleague was hooked up to a patient and infusing during this incident. There was no report of medical intervention or injury to patient. No additional information. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. The evaluation could not performed, therefore the condition could not be confirmed, and a root cause could not be determined. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: this device was not sent to baxter for device evaluation or repair. Therefore, the reported condition of a colleague infusion pump with a faster rate than programmed cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition.